Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. This evaluation determined that the reported event occurred due to a loose lvds cable.

Event description:
It was reported that the touchscreen on the ar-3200-0030 nano console does not respond. Ts: touchscreen failure.